Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. Customer's blood glucose level at the time of incident was 45 mg/dl. Customer treated low blood glucose level with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. Customer was assisted with troubleshooting. Customer reported unusual drops during the last infusion set change. The insulin pump will not be returned for analysis.